Manufacturer narrative:
Additional information. As per the physician, foreign material was found in the product tray after it was unpacked. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft was implanted in the emergent endovascular treatment of a 43mm imminently rupturing abdominal aortic aneurysm. It was reported that prior to the devices use, the sterile pouch was unpacked and it was reported that a foreign material thought to be a hair was present on the white case protecting the device. It was judged by the physician to continue to use the device in the procedure as it was thought the device should be still sterile. The procedure was completed successfully. As per the physician the cause of the event can not be determined. No additional clinical sequelae were reported and the patient is fine.